Event description:
Boston scientific crm received information that this right atrial (ra) lead was reported to be fractured; therefore, the lead was programmed off. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
If additional information becomes available, the event will be updated.